Event description:
Gambro has switched to a new bag for their crrt replacement. Since the switch, we have encountered # 6 bags leaking or empty and the outer wrap still in place. So far all have been from lot# p9k428, expiration date 04/11. Company rep was notified the last week of december 2009, no response as of today. Dose or amount: 5000 ml. Route: hemodialysis. Dates of use: 2009 - 2010. Diagnosis or reason for use: crrt replacement.